Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken conductor wire at the distal end. The conductor wire was broken near the base of the grip tip near the clevis pin. As a result, the base of the grip tip appears to protrude out slightly. The instrument failed the electrical continuity test. No signs of thermal damage or damage to the conductor wire insulation were observed. Additionally, the instrument was found to have mechanical indentations/burrs at the grip tips. Intuitive surgical, inc. (Isi) followed up with the customer and additional information was obtained: the instrument was not in strong grip mode at the time of event. There were no abnormalities noted with the instrument or any collision with other instruments or tools. The instrument was locked in a strange way, so it was impossible to pull it out through the trocar. The customer had to open up around the trocar to remove the instrument. No fragments fell into the patient. The procedure was completed as planned with no reported injury with a delay of maybe 15 minutes. Patient- related information is not available.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, something was broken in the joint at the tip of the force bipolar instrument. The surgeon noticed during the operation that something was "a bit strange" but could not check because of the odd angle and could not correct it. The instrument had to be removed but when they tried it was stuck. The customer removed the port but got stuck in the tissue, so they had to widen the incision to get it out. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details had been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting that something was broken in the joint at the tip of the force bipolar instrument, an investigation is in progress to determine the cause of this reported event. A return material authorization (RMA) has been issued and intuitive surgical, inc. (Isi) has requested to have the force bipolar instrument be returned for failure analysis evaluation; however, the instrument has not yet been received as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.